Manufacturer narrative:
During a site visit it was reported that nuisance air-in-line alarms are occurring on the aflac/heme-oncology unit. No specific scenarios could be recalled. The reported issue could not be confirmed or replicated since the source devices and device logs for specific incidents were not returned for investigation. One clinician reports attaching pca tubing to the end of the primary tubing for infusions such as sodium bicarbonate in attempt to decrease air-in-line alarms. Customer reports that the source devices will not be returned to bd for investigation. The devices involved in this investigation were used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of harm.

Event description:
During a site visit it was reported that nuisance air-in-line alarms are occurring on the aflac/heme-oncology unit. One clinician reported he attaches pca tubing to the end of the primary tubing for infusions like sodium bicarbonate as a trick he learned from another clinician to decrease air-in-line alarms. No specific scenarios could be recalled. No patient harm. No tubing or devices sequestered.